Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition on the right ventricular and right atrial channels. It was decided to replace the leads. This device remains in service. No further adverse patient effects were reported.